Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered 3 inappropriate shocks to this patient. Technical services (ts) assessed the device and determined therapy was delivered outside of ventricular fibrillation (vf) zone, and the patient has not experienced vf since (B)(6). Ts recommended discussing reprogramming options with the patient's physician. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.